Manufacturer narrative:
The buttress/compression nut (p/n: 03.037.016, lot #: 9457868) was returned and received at us cq. Upon visual inspection, it was observed that the device was stuck with the blade/screw guide sleeve. There were some nicks on the distal side of the device, which has no impact on the functionality of the device. The device was received assembled with the blade/screw guide sleeve. Attempt to disassemble the device failed due to the threads on the mating device (blade/screw guide sleeve) were stripped, which contributed to the complaint condition. No dimensional inspection can be performed due to no defects identified with the device that caused the complaint condition. Due to no defects identified with the returned device that caused the complaint condition, document specification review was not performed. A visual inspection and functional test were performed as part of this investigation. The buttress/compression nut was stuck in the blade/screw guide and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, the stripped threads on the mating device have contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified. Based on these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.037.016. Lot: 9457868. Manufacturing site: hägendorf. Release to warehouse date: 15 june 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during hip surgery, the buttress/compression nut on the threaded trocar in the trochanteric fixation nail advance (tfna) system would not smoothly thread on. Upon further inspection the threads on the guide sleeve were damaged. There was a surgical delay of fifteen (15) minutes to get another set. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) buttress/compression nut. This is report 3 of 3 for (B)(4).